Manufacturer narrative:
The event of rupture was originally reported in error as "no abnormalities noted upon explant" was reported. This emdr serves to unreport this event.

Event description:
Patient reported through an abbvie representative "rupture". Later the heatlhcare professional reported "no abnormalities noted". This record is for the left side. The device was explanted.

Event description:
Patient reported through an abbvie representative "rupture". Later the heatlhcare professional reported "no abnormalities noted". This record is for the left side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.